Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "26 mmol/l" with the subject meter and "17 mmol/l" on another device, performed within a minute of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (08/22/2013)-product evaluation: the subject meter was returned on 08/06/2013 and analysis completed on 08/19/2013 by lifescan product analysis. The reported complaint could not be reproduced. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.